Manufacturer narrative:
Follow-up #1; date of submission: 10/15/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that moisture was present behind the display lens: the reported event was duplicated. The pump failed a leak test due to a display lens leak; this device failure directly caused the reported event. Related to the reported event, the display screen image was distorted due to internal moisture damage. Unrelated to the reported event, the battery compartment was found to be cracked below the grip pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, evidence of moisture ingress was observed behind the display lens; there was no evidence that the pump sustained any damage. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.